Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra-fine¿ ii short-needle insulin syringe labels were torn and the lot information on them was illegible. The following information was provided by the initial reporter: "torn & vendor lot not clear".

Manufacturer narrative:
H6: investigation summary: customer returned several images of multiple polybags for 0.3ml, 30 gauge, 8mm syringes from lot 0307380. Multiple polybags do not have a seal on their back side. Others are missing the bottom seal. Additionally, one polybag does not appear to have its lot number printed on it. A review of the device history record was completed for batch# 0307380. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of lot numbers not being printed clearly. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 3 bd ultra-fine¿ ii short-needle insulin syringe labels were torn and the lot information on them was illegible. The following information was provided by the initial reporter: "torn & vendor lot not clear."